Event description:
In 2003 maersk medical was informed by disetronic medical system that a diabetic under continuous insulin infusion therapy has died and that the reason for the pt's death is still unk. Maersk medical a/s has received the complaitn and 1 used infusion set for evaluation.